Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report erroneous vitamin b12 (vb12) patient results were generated on an advia centaur xp analyzer. The quality controls (qc) were acceptable prior to the event; however, after processing the patient samples were unacceptable. Siemens remotely assisted the customer to resolve an incubation ring offline error which occurred as the customer was repeating the samples. Upon siemens recommendation, the customer turned the mechanics off and found no cuvettes were jammed in the cuvette pathway. The customer turned on the mechanics and performed the empty/ fill procedure. The samples were repeated successfully, and these results provided to the physician(s). The customer further investigated and found that the dithiothreitol (dtt) fluid used for this assay to generate the initial results and the unacceptable qc was made up by the user with the incorrect amounts. The issue was resolved when the user made new dtt fluid with the correct amounts and reprocessed the samples. Siemens ruled out reagent issues as the potential cause based on a review of qc which showed recovery within acceptable ranges when the dtt ancillary was prepared according to the instructions for use. Siemens concluded that a self-identified operator error contributed to the erroneous vitamin b12 results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that multiple erroneous vitamin b12 (vb12) patient results were generated on an advia centaur xp analyzer. The customer had just made up new dithiothreitol (dtt) solution for the assay prior to processing the quality controls (qc) and processing these samples. The customer questioned all the results as the qc the following morning was unacceptable and did not report them to the physician(s). The next day, the customer made up new dtt solution, recalibrated the assay and processed qc successfully. Then, the customer repeated the samples and considered all those results correct, which they reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneous vb12 results.